Manufacturer narrative:
The clinical complaint is being investigated. The lot number has been verified and has been confirmed to be released by the company. It has been confirmed that one other clinical complaint was found associated with this lot number-ccr-c-2116. The batch record, qc test reports, and training of staff were analysed and it has been determined that product is within required specifications, and manufactured according to appropriate procedures. Prollenium medical technologies' medical director's response to this adverse event will be provided to the clinic along with the letter indicating approved areas for injection for revanesse versa+ products when requested information for conducting investigation is provided.

Event description:
Based on the information provided, the patient was injected with revanesse versa+ (with lidocaine) 1.2 ml into the lips areas of the patient on (B)(6) 2021. Amount of product injected is unknown, according to the initial report. Patient is female; date of birth: unspecified; age of the patient: unspecified. According to the initial report, the patient experienced preeclampsia and facial swelling throughout her pregnancy. Patient developed lumps in her lips during her pregnancy and still had them at the time of this report. It was reported that the patient was treated in (B)(6) 2021, six months before she got pregnant. It was reported that the injector will dissolve the dermal filler. No information regarding topic anaesthetic has been provided. No information regarding allergies has been provided. No information regarding medical history and presence of risk factors have been provided. Since the day of notification, the injector of the clinic has been contacted several times via the email address provided in the initial communication to retrieve more information regarding the ae, however no response has been received. As of 12 sep 2022, no response from the injector has been received.